Event description:
Additional information was received, from a healthcare provider (hcp) and company representative (rep). Reporting, that the patient was referred back for a catheter revision, following an unsuccessful dye study. Upon opening the pump pocket, a kink was found in the pump segment that had been set in place by scar tissue growth. The hcp removed the scar tissue and straightened the catheter. And attempted to aspirate through the catheter access port (cap), but was unsuccessful. At that point, the hcp removed the entire catheter and successfully replaced it with a new one. The new catheter demonstrated good cerebrospinal fluid (csf) flow. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6)2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# serial#: (B)(6), implanted: (B)(6) 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal unknown morphine drug (15mg/ml at 0.98mg/day), baclofen (750mcg/ml at 49mcg/day), clonidine (750mcg/ml at 49mcg/ml), and bupivacaine (15mg/ml at 0.98mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced a change in therapy, increased pain. There were no known environmental, external, patient factors that may have led or contributed to the issue. It was noted the patient had a pump replacement completed on (B)(6) 2024 and the catheter was aspirated at replacement. A dye study was completed and they were unable to aspirate. The patient was being sent to the doctor for a catheter revision. The revision has not been scheduled at this time. The issue was not resolved at the time of this report and the patient's status was "alive- no injury." The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) indicating that the patient's catheter revision had been schedule for june 26th at 8:30.